Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. When she opened the cassette door, there was fluid leaking from the set. She discarded the set. During follow up the patient reported that her effluent was clear. She had contacted her pd nurse and no antibiotics were prescribed. The patient's pd nurse confirmed that there was no adverse event at this time and the patient switched to manual treatment.